Manufacturer narrative:
The customer reported that they will not return the defective device for evaluation. Therefore; no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed low fio2 while connected to a patient. The cutomer confirmed that there was no patient harm reported with this event.